Event description:
Rn noted that the ballard closed suction system sheath was torn, and inner catheter was exposed. Patient currently admitted with extensive medical history. Patient trach/vented and requires frequent closed suctioning. Closed suction system was replaced. Manufacturer response for avanos ballard closed suction system for neonates/pediatrics, (brand not provided) (per site reporter) we are in the process of looking for alternative products.